Manufacturer narrative:
Philips service monitored the system, resolved the error, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the clm flow switch opened due to low fluid flow rate on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.